Event description:
It was reported that the patient underwent a spinal surgical procedure at l3-iliac. It was reported that sometime post-op it was found that the rods were broken on both sides. A revision surgery will be necessary but has not taken place yet. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however a like device catalog # 869-021, 510k # k040962 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.